Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) was over 500 mg/dl. A manual insulin injection was used to address bg. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. The customer continued to use the pump for insulin therapy.